Manufacturer narrative:
The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. Per package insert persona® the personalized knee system dislocation and/or joint instability are potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - articular surface fixed bearing posterior stabilized (ps) - #42521400514 lot #63450741 tibia cemented stemmed - #42532006702 lot #63727228. Multiple MDR reports were filed for this event, please see associated reports: articular surface fixed bearing posterior stabilized (ps) - 3007963827-2017-00265. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 5 days post initial surgery due to dislocation caused when she was using her left leg to lift up her right leg. Attempts have been made and additional information on the reported event is unavailable at this time.